Event description:
It was reported the patient received six inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was also reported the patient went into ventricular fibrillation (vf) and the device could not deliver any more therapies. The patient was rescued externally. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.